Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30470888m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade which required a pericardiocentesis. During the procedure and after ablating, the patient went into a sinus tachycardia rhythm and his blood pressure dropped. The transesophageal echocardiogram (tee) confirmed that the patient had a cardiac tamponade. A pericardiocentesis was done. There were about 250 ccs of fluid removed from the patient. The patient became stable and they went back into a normal sinus rhythm and stable blood pressure. The patient did not require surgical repair. The patient stayed overnight in the unit. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. At the end of the procedure, when he crossed the septum a second time, as he pulled back the sheath into the right side of the atrium, and when he pushed the sheath through the transseptal access into the left atrium, that may have caused the effusion. The patient was reported to be recovering. The patient required extended hospitalization because of the adverse event for monitoring. Transseptal puncture was performed with a st. Jude model brk-1 cat 407201. There was no evidence of steam pop. Irrigation catheter was used in the event and the flow settings were 8, 15. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features: dashboard, vector, vizitag. Visitag module was used: range is 4 mm, time 3 sec, force minimum is 25%for 3 sec. No additional filter were used with the visitag and the color options used: ablation index (surepoint). Since this event (cardiac tamponade) is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.